Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1923bc pushlock assembly (no batch indicator present) was received for investigation. Visual inspection identified that the peek eyelet at the distal tip of the drive assembly had buckled to one side. No breakage, however, was present. Inferior to the eyelet, it was noted that only one and one half of a thread remained of the biocomposite anchor. The fragments generated during the event were not returned for analysis. It was also observed that the distal end of the rod for the pushlock driver had bent in a manner consistent with the damage observed to the eyelet. This is consistent with user applied mechanical forces via prying/leveraging during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the time of insertion of the biocomposite pushlock, ar-1923bc, the base of the shaft, broke. A new device was opened and used to complete the case with no adverse effect to the patient.